Manufacturer narrative:
An event regarding maximum extension involving a non-invasive grower (jts) was reported. The device was implanted 2 years ago when the patient was 12 years old and still skeletally immature. Requests for further information on 9th dec 2016 determined that no further information was available for this complaint. There is no indication of device or manufacturing related issues have been identified. A revision related to a minimally invasive/non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends.

Event description:
The surgeon has reported that the custom jts distal femur implant currently in situ has reached its maximum extension and therefore the patient requires a replacement implant to allow for additional lengthening. This is a supplemental report to 3004105610-2015-00103 ((B)(4)).

Manufacturer narrative:
There is no reported device failure; the extendible device has reached the end of its life. The patient has grown and requires additional lengthening of her implanted leg. The patient's revision is scheduled for (B)(6) 2016. This is an ongoing investigation; a supplemental report will be submitted.

Event description:
The surgeon has reported that the custom jts distal femur implant currently in situ has reached its maximum extension and therefore the patient requires a replacement implant to allow for additional lengthening.